Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6)2020 product type implantable neurostim ulator product ID neu_unknown_lead lot# serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had surgery on their 5 lumbar vertebrae for a laminectomy infusion and they were told their right implant would no longer work because they cut the wire or wires for the right stimulator and the issue began probably 2 years ago in december. Patient stated their left implant wasn't damaged and inquired if they could charge the left implant. Agent reviewed information. Patient noted they didn't turn on their left implant in 2 years because they didn't need to use the implant. Agent attempted to clarify more information about the right implant patient stated they didn't know and that all they told the patient was that they had to cut the wire between the battery and the wires. Patient called in to inquire for a new hcp because their current hcp did not believe in implants. Agent emailed patient copy of physician listings.

Manufacturer narrative:
Continuation of d10: product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2016. Explanted: (B)(6) 2024, and product type: lead. Product ID: 97715, serial# (B)(6), implanted: (B)(6) 2020, and product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on march 8, 2024. The manufacturer representative (rep) reported that on (B)(6) 2024 the patient had two leads explanted and replaced because they had been cut during an unrelated spine operation in the past. The patient was experiencing discomfort. Following the lead replacement, they were able to re-establish therapy for the patient. The two leads were discarded by the customer. Patient weight was asked for but unknown.